Manufacturer narrative:
Device returned to manufacturer on 08-nov-2016. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the packaging shows it is the packaging for a size 62.6 vanguard femur and the implant returned is a size 72.5 vanguard femur. The complaint is therefore confirmed. Review of the issue with the supplier determined that adequate line clearance was not performed by operators on second shift. Therefore, as the packaging is not opened once the product is received in (B)(4), this product was likely non-conforming when it left zimmer biomet control. Z-1115-2017 was assigned to the recall that was initiated from this complaint. Review of device history records found these units were released to distributor with no deviations or abnormalities. Complaint history review identified an issue which is being addressed in z-1115-2017. Root cause determined to be operators were not performing adequate line clearance during second shift under direction from the second shift supervisor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incorrect device was inside the packaging. Another device was retrieved to be used for the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a total knee arthroplasty it was discovered that a size 72.5 femoral component was in the packaging of a size 62.5. Another implant was available and use to complete the procedure.